Event description:
During an implant procedure, it was noted that the atrial lead kept dislodging and lead damage was suspected. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The field report of obstruction was not confirmed. A stylet insertion test was performed, which revealed no anomalies. The helix was retracted and clogged with blood. After cleaning and applying direct torque to the connector pin, the helix was able to extend and retract. The full helix length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination found the lead to be normal. Visual inspection of the lead did not reveal any anomalies.